Manufacturer narrative:
The evaluation of the returned modular cable confirmed cosmetic damage to the outer jacket of the cable. Examination of the returned modular cable revealed that the polyurethane jacket had bunched up and torn approximately 9.5¿ from the controller connector; however, there appeared to be no damage to the underlying armor layer and wires. The outer jacket material appeared to have expanded, causing the two ends of the tear to push together and create a flap of polyurethane on one side of the cable. Additionally, the inline connector and controller connector bend reliefs showed gradient, dark red and brown discoloration. The controller and inline connector pins appeared unremarkable. The controller and in-line connector pins appeared unremarkable. The modular cable passed electrical testing without issue. The evaluation could not conclusively determine the cause of the outer jacket tear and discoloration. The IFU and patient handbook contain information in regards to caring for the driveline and instructs the user to check the driveline daily for signs of damage such as cuts, holes, or tears. The IFU instructs the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a2, a3, a4, d4, h4: correction. Section d4: inadvertently reported the UDI information for the lvas instead of the modular cable. The gtin unique device identifier for the commercial heartmate3 modular cable is (B)(4).

Manufacturer narrative:
Patient information not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 2 years 5 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient needed to have the modular cable replaced yesterday due to a tear and sever bend in the wire. No alarms were reported.